Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: (B)(4): product ID: 37761; desktop charger device codes: (B)(4) patient codes: (B)(4) event date is approximate. Analysis found that the connector pins were broken on the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) said "she cannot turn it on at all". The pt stated the battery was dead and she had been trying to charge the ins. It was stated that the pt noticed stimulation going off now and again and she could turn it back on. The pt mentioned she could not turn stimulation on again, she noticed she could not feel stim. Pt used her patient programmer (pp) and the screen showed, charge the ins screen. The green light was on for the desktop charger (dtc) and the connection seemed secure but the connector pin was plugged in backwards. The patient was transferred to repair and the dtc was replaced. No symptoms were reported. No further complications were reported.